Event description:
A volume discrepancy was reported: the actual residual volume was greater than the expected residual volume on (B)(6) 2011 during a routine refill. No pump alarms were noted and healthcare provider was planning on scheduling a dye study. Patient experienced poor pain relief. Pump was refilled with morphine and bupivicaine was added. The next day patient encountered "a 8503 physician bolus in progress' message on the ptm (personal therapy manager) and was to contact the hcp to know the duration of the bolus. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8578 sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter model: 8709 sc, serial # (B)(4), implanted on: (B)(4) 2011, explanted on: unk; physician programmer mode: 8835, serial #: (B)(4).

Event description:
Additional information: it was later reported that as of 2011-(B)(6) patient continued to have concerns with device/therapy and was working with hcp towards the same. A dye study was done on 2011-(B)(6). It was stated that the drug infusion system was not working. It was later reported on 2011-(B)(6) that a catheter revision was performed and the patient was experiencing pain relief again.